Event description:
It was reported that while in the cath lab, the md inserted the sheath via the left femoral artery. The intra-aortic balloon (iab) was prepped per the instructions for use (connected one way valve and aspirated the balloon inside the kit during preparing the iab) and when the md was inserting the iab into the sheath, the iab began to bend. The md stated that he did not force the iab into the sheath when the bending occurred. The iab was unable to be inserted. The md removed the sheath and the iab as one unit. Another kit was retrieved and the md inserted the sheath and then the iab without incident.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.